Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿, although a specific value was not provided. Suspected cause was due to needing a settings adjustment. The customer address their bg with a manual injection. The customer updated their settings and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.